Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited high pacing impedance and high capture threshold. Additionally, the patient was experiencing discomfort due to phrenic nerve stimulation. Upon repositioning attempt, the lv lead failed to advance over the guidewire. The lv lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing impedance, failure to capture, and guidewire insertion issue were not confirmed. A complete lead was returned for analysis. Visual and x-ray inspection of the lead did not find any anomalies. The s¿curve height was measured, and it was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. A guidewire insertion test was performed, and the guidewire was able to be fully inserted/ removed successfully with no restrictions.